Manufacturer narrative:
The following devices were returned for evaluation: part number 70-0307 "olecranon plate, standard 7-hole rt" batch number 515177; part number 30-0246 "3.5mm x 36mm locking hexalobe screw" batch number 523900; part number 30-0237 "3.5mm x 18mm locking hexalobe screw" batch number 524426; part number 30-0237 "3.5mm x 18mm locking hexalobe screw" batch number 524426; part number 30-0328 "2.7mm x 16mm locking hexalobe screw" batch number 520187; part number 30-0326 "2.7mm x 12mm locking hexalobe screw" batch number 520810; part number 30-0236 "3.5mm x 16mm locking hexalobe screw" batch number 514956; part number 30-0330 "2.7mm x 20mm locking hexalobe screw" batch number 471441; part number 30-0328 "2.7mm x 16mm locking hexalobe screw" batch number 540876. All items were returned in full. The returned parts were examined with magnified photography. The observed phenomena included: [olecranon plate batch 515177] anodization/coloration loss was noted on the underside of the plate by the breakage as well as in several threaded holes and compression slots; holes with anodization loss on the thread also had visible brown discoloration/corrosion. Surface scratching was prevalent. Breakage occurred through the second threaded shaft hole as measured from the cluster; breakage was roughly textured and jagged with no discernable flat/smooth fracture plane or necking/ductility. [36mm screw batch 523900] wear on and in the drive feature. [18mm screw batch 524426 2x] wear on and in the drive feature. Yellow debris present in trough/root of shaft threading; non-corrosive brown discoloration in the shaft threading; bone debris in locking thread. [16mm screw batch 520187] wear on and in the drive feature. [12mm screw batch 520810] wear on and in drive feature. Yellow/bony debris present in locking thread. [16mm screw batch 514956] wear on and in the drive feature. [20mm screw batch 471441] wear on and in the drive feature. [16mm screw batch 540876] wear on and in the drive feature. The returned plate had a highly textured surface indicating that the device failure may have been caused by sudden application of a large load. As the customer event includes no details other than "plate broke post operatively," (e.g. No event specifics, no info on patient physiology/weight, time since implant, patient activity level) the root cause of the reported event could not be determined.

Event description:
It was reported the plate broke post-operatively two months after the initial implant procedure, and the plate and screws were explanted. No other information was available/provided. On 04 august 2022, product was returned for evaluation, and at that time, it was determined eight (8) additional screws were involved in this event. This report is related to report numbers 3025141-2022-00205 and 3025141-2022-00206 for the previously reported plate and screw involved in this event.